Event description:
Per the report from the field: this female pt was admitted for coronary intervention of a lesion in the ostuim of the proximal rca (2006). A bmw wire was placed across the lesion. The lesion was predilated with a 2.5 x 20mm voyager balloon inflated to 14 atms. A 2.5x28mm cypher stent was deployed to 14 atms. The stent was then post dilated with a 2.75 quantum balloon inflated to 14 atms and a 3.0x10mm raptorrail inflated to 14 atms. The end result was good. Approx 3 months later, the pt returned with cardiac symptoms. Re-angiography revealed a stent fracture and separation of the stent in the ostial rca. There was no evidence of restenosis in the gap of the fractured stent or within either of the segments. The physician placed a 2.75x13, cypher stent within the gap of the fractured stent and again post dilated with a 3.0x8mm balloon. Ivus was conducted and revealed good results. The pt was discharged in stable condition. Add'l info has been requested from the user facility. Films of the index and return procedures have been received and are currently in review. Add'l info will be submitted within 30 days of receipt.